Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest garment. The patient's physician recommended that the patient use baby powder on the irritated area. The patient reported that the irritation had somewhat improved but was still present.